Manufacturer narrative:
The investigation is ongoing.

Event description:
It was reported by the field clinical specialist (fcs) that during a transfemoral tavr with a 29 mm sapien ultra resilia valve, upon retracting the flex catheter prior to deployment there was resistance felt. When attempting to deploy the valve they were unable to inflate the balloon as if the balloon lumen was occluded or kinked. Some volume could be visualized under fluoroscopy in the balloon, but not enough to expand the valve. Around 4cc of volume was sucked back in the insufflator prior to removing the 29mm commander delivery system (ds). The device was not torqued at any point and no peripheral disease with no difficulties crossing the aortic valve. There was no resistance during insertion of the ds through the 16fr esheath+. The ratio of contrast to solution was 90/10. There were no withdraw difficulties. Trouble shooting was performed without success and the system was removed as a unit. A second system was prepped, and the valve was implanted successfully. The patient has been discharged.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: type of investigation, investigation findings, investigation conclusions and conclusions in this section have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. Additional assessment of the failure mode is not required at this time. The 29mm commander delivery system (ds) was returned unlocked at packaging position with 0% fine adjust. The 16fr esheath+ and introducer were returned separately. The atrion inflation device was returned separately. The loader cap was over the flex shaft. Imagery was provided and reviewed; there was tortuosity present in the iliac artery and calcification present in the aorta. The instructions for use (IFU), and training manuals have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaint for incomplete inflation was unable to be confirmed as the returned device conforms to specifications based on product evaluation. Functional testing of the returned device did not reveal any resistance while performing gross alignment and fine adjustment. Additionally, the balloon was able to inflate successfully and passed the inflation/deflation test. Therefore, the presence of a manufacturing non-conformance was unable to be determined. The 3mensio report with images of the patient anatomy revealed the presence of tortuosity in the patient's iliac arteries. As the catheter navigated through the tortuous anatomy, sharp bends particularly in constrained segments may have disrupted the passage of the delivery system and increased resistance during flex catheter retraction. To overcome the resistance, catheter lumen may have inadvertently twisted or kinked, temporarily impeding fluid flow and potentially contributing to the difficulty in balloon inflation. However, without further information, a definite root cause was unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.